Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv. Customer collected sample from patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted as sars cov-2 positive (reported to the physician). Sample-1 retest-1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars-cov-2 negative, flu a negative, flu b negative (unknown if reported to the physician). Patient 2 sample collected on (B)(6) 2021, tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars negative, flu a negative, flu b negative (not reported to the physician). Sample-1 retest-1 taken (B)(6) 2021 tested on xpert xpress sars-cov-2, resulted in sars cov-2 positive (reported to the physician). Sample-1 retest-2 taken (B)(6) 2021 tested on xpert xpress sars-cov-2, resulted in sars cov-2 positive (reported to the physician)the root cause was determined to be target/s near limit of detection or near cut-off. There is no evidence of product malfunction and there was no reported harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv. Customer collected sample from patient 1 on (B)(6) 2021, which was tested on xpert xpress sars-cov-2 and resulted as sars cov-2 positive (reported to the physician). Sample-1 retest-1 occurred on (B)(6) 2021 and tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars-cov-2 negative, flu a negative, flu b negative (unknown if reported to the physician). Patient 2 sample collected on (B)(6) 2021, tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars negative, flu a negative, flu b negative (not reported to the physician). Sample-1 retest-1 taken (B)(6) 2021 tested on xpert xpress sars-cov-2, resulted in sars cov-2 positive (reported to the physician). Sample-1 retest-2 taken (B)(6) 2021 tested on xpert xpress sars-cov-2, resulted in sars cov-2 positive (reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no known harm to patient.